Event description:
It was reported that this left ventricular (lv) lead exhibited loss of capture (loc) during a device changeout procedure due to normal battery depletion (nbd). Troubleshooting was performed during the procedure, however, the issue was not resolved. Out of range pace impedance measurements were obtained as well. No adverse patient effects were reported. At this time, this lead remains in service.